Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling device wa s being used for cutting the lobe of the lung. The reload was stuck closed in the lung, without can to open the jaws even cut the tissue. Finally, the surgeon forced the handle trying to open the jaws avoiding damage the lung and open the stapler. The stapler was able to fire but the staple line was incomplete at the proximal end. The reload fired approximately 15-30 mm. Another staple line was placed and a few additional millimeters were resected. In order to resolve the issue and complete the case, changed the reload and used with the same stapling handle. The patient outcome is alive, no injury.